Event description:
During a lap paraesophageal hernia procedure, surgeon states that the blade was not coagulating correctly when using it to take down the short gastrics. The vessel was bleeding since instrument did not coagulate. Procedure converted to open and no pt consequences.